Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced recurrence of hernia, dense scar tissue surrounding the mesh, and nerve trapped on the top of mesh. Post-operative patient treatment included removal surgery.